Event description:
Event description cpi received information that this endotak lead (0063) was cut during a replacement procedure of the implantable cardioverter defibrillator (ICD). The lead was abandoned, and capped, but remains implanted.